Event description:
Events were discovered on (B)(6) 2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'defense contractor', who stated he had six reconstruction surgeries and thoughts of self-harm.

Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, self-confidence and self-esteem were objectives that were measured in each participant via a single question that compares pre and post-operative self-confidence and self-esteem. 91.5% of participants reported high or very high levels of self-confidence 6-8 weeks post-op, and 83.5% of participants reported high or very high levels of self-confidence on an average of 4 years post-op. With lack of patient information, it is unknown if the patient experienced poor self-confidence and self-esteem prior to implantation. The patient 'defense contractor,' was not further identified within the article and thus, no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operation was not identified and could not be contacted for additional information. The penuma implant is intended to be implanted/removed by a penuma physician. Additional complications can arise when procedures are facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. Additionally, there is no information provided to determine why the reconstructive surgeries were performed, and thus it was unable to ascertain if due to patient dissatisfaction with cosmetic results or an unidentified adverse event. Additional information must be provided to investigate cause of reconstructive surgeries further. The device lot number was also not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.